Event description:
Patient with severe osteoarthritis of his right hip. He previously had bilateral total hip arthroplasties with metal-on-metal articulations. His acetabular components are depuy asr acetabular component. Due to the track record of these implants, his status has been followed closely. His metal ion levels have risen slightly and he has become symptomatic on the right-hand side. An MRI scan showed a question of an area of metallosis around the hip.